Manufacturer narrative:
Related death is reported under pump manufacturer report number 2916596-2023-07664. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had a history of pulmonary embolus. Pre-operative, thrombus was noted in right atrium, right ventricle and atrial appendage. Left ventricular assist device (lvad) was placed with extreme vasoplegia despite methylene blue and b12 administration. Right ventricular assist device (rvad), centrimag, was placed due to extreme hypotension and inability to wean off bypass. The patient was weaned off bypass and transferred to intensive care unit (ICU). The patient passed away on (B)(6) 2023 due to heart failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device issues with the centrimag blood pump, lot # l07723-la8, were reported or identified through this evaluation. It was determined that the reported information did not meet the requirements of a complaint; however, this record will remain a complaint as an initial MDR (medical device report) has already been submitted to the united states food and drug administration. The current us (united states) centrimag blood pump instructions for use (IFU) lists adverse events that may be associated with the centrimag circulatory support system under ¿adverse events;" however, no specific device-related issues were reported. Review of the device history record (DHR) for the centrimag blood pump (lot # l07723-la8) revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that centrimag nor lvad were contributory. Devices were placed in order to support patient despite already failing other means of support.